Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that there was embedded particulate matter. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particulate matter (pm) inside the fluid pathway of home pd system kaguya set. This was noticed after use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.